Event description:
Brief clinical summary: a 25 mm gore helex device was placed in a standard secundum atrial septal defect measuring 11 mm in diameter. The procedure was relatively uncomplicated. Initial placement of a 20 mm device failed to adequately close the defect. This device was removed and subsequently replaced with a 25 mm device. We were happy with the positioning of the device echocardiographically in the cath lab at the time of placement. The following day, the device looked malpositioned on the right atrial aspect. The left atrial aspect was satisfactory. It was decided to leave the device in position in hopes that the right disk might resume the tempered position with time.the device remained malformed on a series of subsequent echos. It remained secure on the left atrial aspect.at the time of surgical removal of the device, the left atrial aspect of the device was flatly adherent to the septum. The right atrial disk had configured in 2 equal loops and sat perpendicular to the atrial septum the device was removed without difficulty and the defect closed surgically. The procedure was uneventful and the patient discharged on the 4th postoperative day.the patient has subsequently recovered well.